Event description:
Reportedly the patient underwent an ophthalmic procedure where the polysorb suture was used. The suture knots became loose post operatively and required the patient to be re-sutured. No patient injury reported.